Manufacturer narrative:
A4: unk, a5: unk, a6: unk, h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+1.0/017 (sphere/cylinder/axis), was observed to be deformed. There was no patient contact. The cause of the event was due to the device.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).